Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at a dose of 304.5 mcg) via an implantable pump programmed to flex dosing for an unknown indication for use. On (B)(6) 2016, logs of a synchii pump revealed several pump motor stall and motor stall recoveries. The patient confirmed hearing the pump's two tone alarm. The first event recorded in the provided logs was a motor stall recovery occurred message on (B)(6) 2016 at 08:09. The pump logs also recorded stopped pump period may exceed tube set messages. The pump was stopped due to a stop command on (B)(6) 2016 at 11:45. A pump replacement was planned but not scheduled and the pump would be returned for analysis. The cause of the event was unknown. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) a feedthru anomaly; shorting across insulator. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.